Event description:
It was reported by the customer that the pyxis medstation es system has failed cubie and would not recover. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was confirmed that insep missing in magnet . A field service engineer, replaced the insep to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.